Manufacturer narrative:
The fse performed complete vcs optimization and replaced damaged sample lines in diff mix chamber, cleaned bsv, shear valves and adjusted latron gains. He verified all qc controls within specification. (B)(4).

Event description:
The customer reported that erroneous high eosinophil results were recovered for a single sample run on the coulter lh 750 hematology analyzer compared to results from sample rerun on the same instrument which was considered correct. Erroneous results were not reported out of the laboratory and there was no death nor injury or change to patient treatment attributed to this event.